Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The event date is estimated. Investigation results will be provided in the final report.

Event description:
It was reported the patient experienced ineffective stimulation. The physician believes the lead migrated. To address the issue, the physician explanted and replaced the lead with a new model.